Event description:
Pt complained of left anticubital pain. Area was swollen. Catheter removed. Catheter not whole. Catheter had been placed 48 hrs prior to problem. Superficial excision required to obtain missing piece. No additional info was provided by the facility after several attempts were made to the facility requesting additional info.

Manufacturer narrative:
The actual device involved in the incident has not yet been received for the MFR to evaluate. Voice mails were left for the loss prevention coord/mgmt for three times in 2006, without receiving a response. To date the sample has not been received. Without the actual sample, a thorough evalaution could not be performed. No specific conclusions can be drawn. Although a lot number was not provided, twenty - five unused samples from current inventory were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. All available info has been provided to the actual MFR, b. Braun med industries sdn bhd, in malaysia.